Event description:
The field service engineer reported a broken door. Information was not provided regarding whether or not the problem occurred during a patient infusion. The field service engineer did not know if there were any reports of patient injury or medical intervention.